Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was repositioned the day following initial implantation due to dislodgment. No additional adverse patient effects were reported.